Event description:
An undocumented number of undocumented incidences of infusion pumps alarming with a distal occlusion message. The events have occurred during pump set up after the initialization of the pump and prior to patient use with a variety of fluids. One event involved a patient in the emergency room who was to receive a continuous drip of propofol following a bolus IV push dose. The set primed without problem, but when the pump was initiated, the pump gave an audible alarm and displayed the message "distal occlusion". The nurse changed the tubing, utilized the same pump and delivered the solution. The patient was maintained in a sedated state. The pharmacist estimated that it took approximately 30 seconds to change the tubing. There was no specific information available regarding the other events. There have been no reported adverse patient events and no reported delays in critical therapy. Though requested there was no further information available.